Event description:
It was reported that a loud noise was heard, and it started to smell burning. The equipment is out of service. No further information was provided.

Manufacturer narrative:
The console was field service at the user's facility. Upon inspection of the console, it was found that it would not turn on. The low voltage source was dismantled and cleaned; the fuses were in good condition. During a second inspection, the console turned on but generated a spark at the bottom of the winding transformer. After this, there was a burning smell, and the console would not continue with the self-test process. Therefore, the reported allegation was confirmed. In addition, it was found that the console would turn on intermittently.

Event description:
It was reported that a loud noise was heard, and it started to smell burning. The equipment is out of service. No further information was provided.